Event description:
Patient received axillary planed iabp(intra-aortic balloon pump) on (B)(6) 2023 related to worsening heart failure requiring mechanical circulatory support. Iabp was placed in the cath(catheterization) lab. On (B)(6) 2023, bedside rn noted alarms from console related to inability to inflate balloon. Rn noted blood in helium tubing reflecting rupture of the iab(intra-aortic balloon pump). Provider was notified and iab was placed in "standy" until it could be replaced. Iabp was removed and replaced with microaxial ventricular assist device (impella). Pt was admitted to the hospital on (B)(6) 2023 due to worsening heart failure, was placed on high dose inotropes with invasive hemodynamic monitoring and was upgraded on the wait list for heart transplantation. Patient's hemodynamic status again worsened requiring iabp support.